Event description:
Complainant alleged that during a routine shift check by a clinician the device displayed error message codes "cannot dump", "status 104" and "status 66" on the monitor screen. The unit was found to have water in it. The complainant indicated that there was no pt involvement in the reported failure.

Manufacturer narrative:
The customer only sent the pacer/defibrillator board in for testing. The customer indicated that there was water contamination in the device. The contamination on the board was dry when tested by zoll. The zoll's technical service department was unable to duplicate the problem. Water contamination might have been the cause of the failure.